Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive failed battery test alarm. Customer's blood glucose was 116 mg/dl. Customer was not able to continue troubleshooting due to not having any new batteries. Customer would call back after inserting new batteries and receipt of replaced battery cap.